Event description:
Boston scientific received information that this pulse generator may have caused or contributed to the patient's symptom of syncopal episodes. Re-programming had been attempted to mitigate the issue, but further re-programming was being considered, since the syncope was still occurring, though not as much as previously. The boston scientific technical services consultant suggested consideration of a lower number of programmed beat, increasing therapy rate offset, but not letting the rate get too high, or possibly extending therapy duration.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that after more than 6 months of ongoing syncopal episodes for the patient, this pacemaker was explanted and replaced to remedy the issue and provide different therapy options.